Event description:
It was reported that during the tha, when the surgeon was rasping with the broach handle, the lever of handle constantly loosened.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The event was confirmed. A review of stryker¿s nc/CAPA database indicated that an ncr was raised on sep-2009 due to belirved to be a design non-conformance, manufacturing non-conformance, or combination of the two. Rasp handles will not close on the rasp trunnion, and/or will jam during attempted closure, bending the flat spring portion of the latching lever assembly. The ncr was initiated to establish root cause and corrective action for what was originally believed to be a design or manufacturing non-conformance. Although the investigation uncovered no non-conformance, the ncr remained open to address improvements in lubrication process documentation used by the manufacturing cell. An ecr updated the inspection guide sheets to show all required lubrication points for the device. Igs revision 9 includes these improvements and was released on oct-2009. The ncr was closed in october, 2010, with the completion of all open actions. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.

Event description:
It was reported that during the tha, when the surgeon was rasping with the broach handle, the lever of handle constantly loosened.